Event description:
The patient had an infection. No additional details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.